Event description:
A synthes cannulated short thread 4.0 x 40 screw that was originally implanted on (B)(6) 2010 broke while the physician was attempting to remove it from the ankle of a patient due to persistent pain on (B)(6) 2012. During the procedure the screw head broke off and the remainder of the implanted screw could not be removed and remained in the ankle bone. Bone putty was used to cover the remaining screw.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.